Event description:
It was reported that since implant the patient experienced severe headaches (described as spinal headaches) that worsened when the patient sat up and included nausea. Symptoms were believed to be related to a cerebrospinal fluid (csf) leak. A CT scan indicated the catheter had come out of the spinal space and was coiled in the back; therefore the catheter was replaced on the date of report. The area where the original catheter was placed did not have any apparent csf leaks. When the patient awoke after surgery his headache was worse than before. The dose had not been increased. A CT scan with contrast revealed a csf leak in the lumbar area and the patient was given a blood patch. It was noted the patient had not experienced headache during the trial and denied being allergic to baclofen. The patient remained hospitalized as of (B)(6) 2013. The pump contained gablofen.

Manufacturer narrative:
Product ID 8780, lot# n353335003, implanted: (B)(6) 2013, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type catheter. (B)(4).